Manufacturer narrative:
Probe disposed of at the hospital. Device history record review did not reveal any issues.

Event description:
Probe passed pretesting. During first freeze, probe frosted up the shaft. Completed first freeze cycle and then changed probe. No skin injury noted. Probe disposed of in the sharps container.